Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products associated mdrs 1225714-2014-04141, 1225714-2014-04142, 1225714-2014-04143 and 1225714-2014-04144.